Event description:
An adult experienced a slippage involving a mayfield skull clamp. The unit slipped, the pt did not incur an injury and the procedure was not delayed as a result. Mayfield pins were used during the procedure. No stereotaxy device was used.

Manufacturer narrative:
The device involved in the reported incident has been rec'd for evaluation. An investigation has been initiated based upon reported information.